Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an inaccurately high glucose reading from their freestyle flash meter and self-administered himself with extra insulin. Customer reported experiencing symptoms of numbness on his cheeks, sweatiness, loss of consciousness and seizure. Paramedics were called and transported customer to medical center. In addition, customer stated that he was diagnosed with severe hypoglycemia and being treated with d50 IV solution and glucose gel.